Event description:
It was reported to resmed that a pt using an airsense 10 autoset went to the emergency room. When resmed contacted the pt to gather more information, the pt informed resmed that he went to the emergency room due to a nose bleed. He stated that he had his nose (blood vessels) cauterized to stop the bleeding. Ref MFR.# 3004604967-2015-00163.